Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
It has come to co's attention since the submission of the initial report dated 3/23/1998, that the item code is incorrectly entered as cp454. The item code returned to ussc is cp833l.